Event description:
Event description cpi received information that the patient with this this implantable cardioverter defibrillator (ICD) felt a 'shock' at the device site followed by a humming noise. Attempts to interrogate the device were unsuccessful and the physician elected to explant it.